Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the cook chest drain valve from a wayne pneumothorax set leaked. The device was required for a right chest drainage procedure. After the device was placed, the cook chest drain valve leaked pleural fluid at the junction of the blue piece and the transparent piece. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The device was used to treat a hemothorax. The device remained in place for approximately 10 minutes prior to leakage. After the valve leaked, the device was removed from the patient and another was placed.

Manufacturer narrative:
Investigation evaluation. Cook was notified that the chest drain valve contained in a wayne pneumothorax set leaked at the press fit location. The device was being used to treat a hemothorax. The device remained in place for approximately 10 minutes prior to leakage. After the valve leaked, the device was removed from the patient, and another was placed. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A supplier investigation indicated the device lot was manufactured on 04jan2023, there were (B)(4) pieces in this lot with no scrapped devices reported. A complaint history search was completed and there are no additional complaints for this lot reported. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: contraindications "not recommended for large fluid accumulation or hemothorax." Instructions for use ¿10. Remove the obturator and confirm placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly.¿ based on the information provided, no product returned, and the results of the investigation a potential root cause has been traced to intentional off-label, unapproved, or contraindicated use. The IFU has a contraindications for using this device for large fluid accumulation or hemothorax. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.